Event description:
This x-ray system lost fluoro in the middle of the procedure.

Manufacturer narrative:
Eval - method, results and conclusion codes - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.